Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During a procedure the balloon detached before it was deployed. No patient injury reported.

Manufacturer narrative:
Investigation summary: based on the details provided ¿the balloon detached before it was deployed¿ no other information was received despite multiple attempts to obtain more specific details surrounding the case. It is not known what sheath was used or the target vessel or what the procedure was for the patient. Upon opening the returned product, the reported event was clarified to be a stent dislodgement as opposed to a balloon detachment. The stent was between the two gold ro marker bands but was loose. The stent was slightly flared on both ends as it appears the stent was pushed over the folded balloon cone shoulders that help lock the stent in place. There were also two metal stent frame connectors that were buckled slightly and appears to be from compressive damage. The catheter shaft was in good condition. The introducer sheath used in the case was not delivered with the catheter. The balloon under the stent was also evaluated. When the stent is crimped on to the underlying folded balloon the impressions of the metal stent frame are clearly visible when properly crimped. The returned device had the clear impressions of the stent on the balloon that are indicative of a properly crimped device. There was no visible damage to the balloon. Based on the condition of the returned product the complaint investigation confirms that the stent was dislodged during the procedure but cannot conclude that the stent dislodgement was directly related to the manufacture of the product. Without more detailed information regarding the case or fluoroscopic imaging from the case there is no way to determine the root cause of the stent dislodgement. The review of the device history records and product performance test results for this production lot of catheters shows that this product had met all quality and performance requirements when manufactured including crimped stent retention force and the insertion of the catheter through the appropriately sized (6fr) introducer sheath without stent movement. Based on this investigation the root cause is impossible to define. A review of the complaint trending did not identify any excursions for the reported defect of ¿stent dislodgement or embolization/prolonged procedure, no intervention required¿ during the month of complaint occurrence. The review of the CAPA request/CAPA log identified (2) CAPA requests and (1) CAPA. However, these cannot be definitively related to this complaint, as no details on the circumstances of the event were provided. There were no related ncrs identified. A recurring lot number query was conducted and there have been no other complaints associated with this lot of stent delivery systems (l/n 490678).

Event description:
N/a.